Event description:
During renal pta, stent became dislodged, filterwire broke. Attempts to retrieve were unseccessful. Patient sent to operating room for exploration of right femoral artery and retrieval of left renal artery and stent.